Manufacturer narrative:
Product complaint # (B)(4). (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3739330 and product code 810081. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2014 and the mesh was implanted. It was reported that the patient experienced left groin pain which radiated to the buttock and down the leg. It was also reported that the patient experienced pain with bowel motions, abdominal bloating, constipation, stress urinary incontinence, urge incontinence, and a slow stream of urine.